Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient reported her implant is not holding a charge for very long for the last month or so, since (B)(6) 2021. The patient was asked to start a charging session with the implant. The patient confirmed they are getting all coupling bars shaded, ins is less than 25% charged, insr is 100% charged. Patient stated ins never charges up fully. Patient confirmed that they did not have any falls or trauma. Device function was reviewed and the patient was recommended to consult with her healthcare provider (hcp) regarding concerns. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned a year ago she received a replacement part but it did not resolve the issue but helped for couple days. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.